Event description:
It was reported to the manufacturer that the vns patient's device has been explanted due to infection. It was also indicated that the patient will be re-implanted after the infection has cleared. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Results - review of the manufacturing records confirmed sterilization for both the generator and lead prior to distribution.